Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving infumorph (25 mg/ml at 10 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had mild flu-like symptoms. The patient had occasional falls and also takes care of large livestock. The logs were read and showed no stalls or abnormalities. This catheter was either the 8709 or the 8596sc catheter. It was impossible to determine which one since only a small piece was visible in the pocket and the connector had been removed previously. The patient had fluid in the pocket and was proven to contain mostly spinal fluid. The hcp had been troubleshooting intermittent fluid accumulation around the pump and one instance of a large discrepancy in the reservoir volume at refill time of 20cc more than expected. It was decided that the pump should be changed and the catheter examined to determine what was going on. Upon opening the pump pocket, it was discovered that the catheter connected to the pump was completely disconnected at the collet. After removing the pump, it was also discovered that the old catheter appeared to be leaking spinal fluid. The old catheter was folded over and several ligatures were applied to tie it off and stop the fluid from leaking. The old proximal piece was removed and a new piece and new collet were applied to the existing catheter. The new pump was attached and the pocket was closed. It was noted the issue resolved.